Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿, ¿check therapy electrode¿ messages) was confirmed due to the ECG ¿c&d¿ cable having pinched white and blue wires at the distribution node. The belt did not pass falloff testing. The root cause for the pinched wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "check therapy electrode" messages.